Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. Section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: ¿ cautery followed by foley balloon catheter insertion. ¿ under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) ¿ balloon catheter in bladder with bladder neck traction ¿ balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place ¿ balloon catheter in bladder, no traction c. Start cbi per hospital protocol. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of aquablation therapy. No further details have been provided by the treating surgeon despite multiple follow-up attempts. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware a surgeon reported that multiple patients treated for aquablation had complications post-procedure. However, the surgeon stated that it is unknown if these events occurred across six (6) different patients or a combination of patients with single or multiple events. The complications consisted of approximately three (3) blood transfusions, two (2) pulmonary embolisms, and one (1) deep vein thrombosis. It is noted that the patients were medically managed, no additional surgical interventions were required, and all patients were discharged from the hospital. This report will document the first occurrence of the reported blood transfusion (1/3). At this time, no additional information has been provided and no malfunction of the aquabeam robotic system was reported.